Manufacturer narrative:
H2) additional information: b5 updated. Additional information received from the initial reporter stated the cassettes in question have been used in production, and they have been completely emptied of fluids. The cassettes were filled with medication by a production employee. Afterwards, the filled medication cassettes were inspected by another employee. The new percentage is 13%. The incident took place during production internally. There was no patient involvement. H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Manufacturer narrative:
H2) additional information: additional information was received. The customer indicated there were 134 affected devices however they did not provide any photos or samples to verify this information.

Manufacturer narrative:
E1 phone number: (B)(6) b3: date of event is unknown, no information has been provided to date. Device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there were particles in the infusion bag of the medication cassette. Patient involvement is unknown.